Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a obtryx was implanted into the patient on (B)(6) 2012. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; anal pain; rect pain; pain inter; off vag dis; diff bowel; rec incont; psych; surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: ovarian cyst. On (B)(6) 2020 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: ovarian cyst surgery. Nonsurgical treatments: on (B)(6) 2012 the patient commenced pain medication: panadine forte and mercendol for the treatment of: pelvic pain. Treatment duration: 9 years. On (B)(6) 2012 the patient commenced pain medication: endone for the treatment of: pelvic pain. Treatment duration: on and off the medication.